Manufacturer narrative:
Device analysis could not be conducted, because the customer did not approve the service quotation. As a result, the reported malfunction could not be confirmed. The product malfunction was unable to be confirmed, because the customer did not accept service. A review of the service history for this device shows the problem has not been reported again for this device. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #(B)(6).

Event description:
It was reported that the blood oxygen pulse is inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.